Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was difficult to release off the cystic duct. The surgeon was able to get it off with no damage to the tissue. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.